Manufacturer narrative:
Product evaluation: the product was not returned. A photo was provided of the lens in the eye. The photo has been attached to multiple files. The reporter does not know which occurrence this photo belongs to, thus it will be used as a reference. There are multiple dark areas around the edge of the optic that may be damage/foreign material. It cannot be determined if this is on the anterior or posterior side. Without the actual sample we cannot determine if this is a damage or foreign material as reported. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, we cannot determine if this is a damage or foreign material as reported. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2019-49860.

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, after implantation, a miniscule foreign substance was found on the optic of the lens.